Event description:
Patient implanted with cslp and six self-tapping screws at c5-c7 in 2009. Patient experienced adjacent level disc disease at c7-t1. Surgeon planned to remove the plate from c5-c7 and re-plate at c7-t1. Revision surgery was cancelled. No additional information available at this time. This is the first of 7 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.